Event description:
It was reported that a pt developed ulcers under the lip and swelling of the face and lips the night after placement of twelve restorations using integrity. The pt was administered cortisone and benadryl as a result.

Manufacturer narrative:
While it is unknown if the integrity used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.